Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia. The customer also reported a solid white display, blank display and a flashing medtronic logo on the insulin pump. The customer also reported that the number was faded at the back of the insulin pump. Blood glucose value at the time of event was over 400 mg/dl. The customer experienced symptoms of vomiting and nausea during the event. The customer visited the emergency room and was treated with manual injection and IV insulin drip (intravenous insulin infusion). The event involved product(s) mmt-1884, mmt-431ag and mmt-342. Troubleshooting was performed. Troubleshooting was performed for high blood glucose event, the customer was using the auto mode/smart guard feature at the time of the event. The customer was using the insulin pump system within 48 hours of reported event. Troubleshooting was performed for the display issue and the customer was advised that the insulin pump will be replaced and instructed to revert to a backup plan per health care professional instructions and place pump in storage mode. No further patient complications were reported. The customer will discontinue use of the insulin pump. Mmt-1884 was requested and the customer response was that the device will be returned. The products mmt-431ag and mmt-342 will not be retuned for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Updated summary : customer also experienced diabetic ketoacidosis that was treated while visiting the hospital with intravenous insulin infusion.

Manufacturer narrative:
Pump received with flashing medtronic logo. Unable to perform the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat due to flashing medtronic logo. No blank display, flashing white display or solid white display during testing. Unable to download using thump and carelink due to flashing medtronic logo. The pump was received without a battery cap and battery. Pump was cut open to perform visual inspection and found moisture damage on the electronic assembly, force sensor, motor, battery tube, internal battery and vibrator noted. The test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: serial number label fading, cracked case behind the pump at the battery compartment, cracked battery tube threads, scratched case, pillowing keypad overlay, cracked select button keypad overlay and keypad overlay texture damage. Pump received with flashing medtronic logo due to moisture damage on the electronic assembly. Unable to verify customer alleged for high bg and dka. Unable to download using thump and carelink due to flashing medtronic logo. Customer alleged not confirmed blank display, flashing white display and solid white display. Cosmetic damage was confirmed on the serial number label. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.